Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1500256 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After firing some staples, a staple did not come out and the stapler did not work properly. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was received with the trigger partially engaged. The first staple at the patient end is out of line and therefore, the stapler will not fire. The stapler was received with (B)(4) staples remaining in the coverblock indicating that (B)(4) staples were fired by the end user. The stapler was disassembled to further examine the assembly. However, no defects could be found. An attempt was made to fire the staples. However, the staples will not load into the forming tool. The misaligned staple at the patient end is blocking the staples from moving down the track. The misaligned staple was removed and the trigger was engaged using hand pressure. Three staples fired properly formed from the stapler. The stapler functioned with no issues found. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed staple into the foam pad. This was repeated two more times with each other remarks: staple firing correctly and engaging with the foam pad (reference attached files pic_anp1900046144). No defects were found. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staple to misalign. No errors could be found in the assembly and once the misaligned staple was removed, the stapler was functionally tested with no issues found. The device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of the stapler not firing was confirmed based upon the sample received. A staple at the patient end of the stapler was found to be misaligned which prevents the staples from moving down its track. No errors could be found in the assembly and once the partially formed staple was removed , the stapler functioned with no issues found. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staplers to misalign. The device history record review showed no evidence to suggest a manufacturing related cause. The device was received with 33 staples remaining in the device indicating that 2 staples were fired by the end user. Therefore, the potential cause of this complaint issue could not be determined.

Event description:
After firing some staples, a staple did not come out and the stapler did not work properly. The patient's condition was reported as fine.